Event description:
It was reported that a patient underwent a cervical cerclage/strapping procedure on an unknown date and suture was used. The needle broke from tape; needle was stuck in cervix. They had to get it out with a bit of force. They got the needle out, closed the cervix with another mersilene cervix tape. As far as they know none, checked fetus and everything looked well. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: action taken when event occurred? --> yes, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> yes, patient status/ outcome / consequences --> no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, the following information was requested, but unavailable: was surgery delayed due to the reported event? --> unknown, is the patient part of a clinical study --> unknown, investigation summary: this is an analysis of a photo submitted to ethicon for evaluation. During visual analysis, the following was observed: the photo shows a single barrier folder labeled rs23, a double-arm needle. One of the needles is broken in the attach area, the other suture only with a stitched suture segment. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.